Event description:
Ous MDR - pacing loss under mechanical load was reported. No deterioration in the patient's state of health was reported. The event date was not available. The lot number and manufacture date were not provided.

Manufacturer narrative:
Ous MDR - both cables underwent a visual examination. There were residues of bodily fluids at the clamp for the different input of the atrial channel. The kinking protection and the strain relief of the device plug were loose. There were residues of bodily fluids on the clamps of the ventricular channel. Both cables show significant signs of frequent use. The state of the cable material and the clamps indicated numerous re-sterilizations. Cable 1 showed intermittent contact in all lines. The fracture site could be localized by moving the cable: the cable was fractured internally close to the device connector plug. First, an x-ray examination of the cable segment was performed, during which no defects could be found. Next, the cable was analyzed destructively. The connections to the shielding braids of both conductors were torn off. The strain relief also showed damage at that site, which indicates external impact. No material defect or manufacturing error could be detected. The clinical observation was caused by a tear of the internal conductors close to the device plug. The external damage to the cable indicates an impact of strong external forces. There was no material defect or manufacturing error.